Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. The following investigations could not be performed due to insufficient information being provided (i.e. Event date, system serial #, surgeon name): site history complaint review, event verification, system/instrument log review. This event is being reported due to the following conclusion: the customer alleged that they had to convert the procedure to laparoscopy due to an unspecified da vinci product issue. Although there was no report of patient injury resulting from the procedure conversion, if the failure were to recur, it could cause or contribute to an adverse event. Follow-up was attempted, but the missing patient was either unknown, unavailable, not provided, or not applicable. The event date is unknown. The expiration date is not applicable. The product is not implantable. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
On 29-august-2021, intuitive surgical, inc. (Isi) became aware of a scientific reports article titled, ¿comparison of short-term surgical outcomes using da vinci s, si and xi surgical system for robotic gastric cancer surgery¿ (ojima, t., nakamura, m., et al., 2021). Within the journal article, an operative complication involving a da vinci surgical procedure was noted: a (B)(6) male underwent a da vinci-assisted total gastrectomy procedure. The procedure was converted to laparoscopic due to unspecified "machine trouble." It was reported that the patient lost 30 ml of blood during this procedure and no post-operative complications occurred. Isi performed follow-up to request additional information related to the event. However, as of the date of this report, no further details have been received.